Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax light (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1) and an additional emdr was submitted to represent the 3dmax light (device 3). Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Note, the date of event (02-mar-2026) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia and right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light (device 2 and 3). Per op notes, ¿an incision was made in the infraumbilical region towards the left side. An indirect hernia was identified and reduced. The omentum was stuck with a mass effect into the indirect space and started pulling on the hernia sac to reduce it. The colon was herniated through the internal ring and was incarcerated there and reduced the hernia and removed the colon from the internal ring and then reduced the hernia sac completely. No evidence of hernia was noted in direct space. A 3dmax light (device 2) was placed into the preperitoneal space and to cover the direct, indirect and femoral space and secured with a tacking device. A large right 3dmax light (device 3) was placed into the pre-abdominal cavity and secured with a tacking device.¿ attorney alleges hernia recurrence, pain and suffering.